Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the implantable cardiac defibrillator (ICD) had high output to overcome high pacing threshold in the left ventricular (lv) lead. The ICD was explanted and replaced and the lv lead was capped and replaced. No patient complications have been reported as a result of this event.